Event description:
It was reported the pt had been in physical therapy, and afterward, his stimulation had changed. Reprogramming was unable to resolve the issue. An x-ray was performed which revealed the lead had migrated. The physician attempted to reposition the lead for coverage, but was unable to do so. The physician explanted the scs system.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.